Event description:
It was reported that the longevity of this pacemaker was not as expected. All measurements remain in range, yet the estimated longevity is 6 years. Technical services (ts) review of device data noted that high pacing percentages were present in both chambers. Far field oversensing of the ventricle was present on the atrial channel, resulting in atrial tachy response (atr) events. Full device data has not yet been provided to evaluate battery longevity. This investigation will be updated when further information becomes available. Additional information was received. Data analysis found this pacemaker to have normal battery depletion. High-rate atrial sensing was noted leading to increased power consumption.